Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent an unknown spinal surgery using a spacer and a competitor's spinal fixation system. It was reported that sometime during post-op, the patient was paralyzed and incapable of walking without a walker. It was reported that some parts of the construct were detached from the construct, and that caused nerve injuries. The patient underwent a revision surgery. The patient is able to walk with a stick after the revision surgery.